Event description:
It was reported during in clinic follow up that the atrial and ventricular leads had dislodged. The right ventricular (rv) lead had delivered inappropriate shocks due to double counting. When the pocket was opened, it was revealed that the pt twiddled both leads into a braid. Both leads were removed and replaced. The patient was stable before, during and after procedure,

Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers syndrome, inappropriate shock, and far p oversensing. As received, a complete lead was returned in two pieces. Visual and x-ray examinations found the helix was stretched consistent with procedural damage and clogged with blood/tissue. Unable to measure the helix extension length due to the damage helix, as received. The reported event of far p oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.